Event description:
Information was received indicating that a smiths medical pump terminated infusion early. The infusion was due to be done in 46 hours but ended in 41 hours. There were no reported adverse events.